Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition of 'will not upstream occlude" was not verified and the device was found in specification. The device was able to detect an upstream occlusion during testing. No causality could be identified and no correction is required. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified as the evaluator did not properly assess for the reported 'in turn throws off the accuracy test'. Flow rate accuracy testing was not performed. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not upstream occlude and in turn would throw off the accuracy test. The problem happened during testing at the biomedical service department. There was no patient involvement. No additional information is available.